Event description:
It was reported that the insulin pump is losing the memory after battery changes. Troubleshooting was performed. The self test passed. Nothing further was reported.

Manufacturer narrative:
During testing, the insulin pump did not lose the memory after the battery was changed. However, the display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.